Manufacturer narrative:
The patient experienced discomfort in the lead area not unsatificatory therapy as previously reported.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01146. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time both leads were explanted and replaced with two new models. The patient received effective coverage and adequate pain relief postoperatively. The issue is resolved. Futher follow-up clarified the patient experienced discomfort in the lead area and not unsatisfactory therapy as previously reported.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01146. It was reported the patient had x-rays performed at his physician's office due to unsatisfactory therapy. Reportedly, a lead migration was confirmed. Surgical intervention may be undertaken as the next course of action to address the issue.